Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence as a result of the device suddenly stopped working. The physician identified a fluid leak from the device, but the source was unable to be confirmed. The aus was explanted and replaced. There is no additional information reported.